Manufacturer narrative:
Further information from the reporter regarding event will be/has been requested. No additional information is available at this time. The events of nodule/granuloma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects possible injection site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis."

Event description:
Healthcare professional reported after injection in the mucosal lip with juvéderm volbella® xc, the patient developed a latent nodule in the left upper mucosal lip with no pain, no redness, and no heat noted at site. The patient initially noticed inflammation in the lip about 5 months after injection. Treatment has not been provided, but a punch biopsy was collected. Biopsy results confirmed granuloma.

Event description:
Additional information: symptoms resolved eight months after injection after treatment with 40 cc hylanex and an unknown antibiotic.

Manufacturer narrative:
(B)(4). Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the mucousal lip with juvéderm volbella® xc, the patient developed a latent nodule in the left upper mucousal lip with no pain, no redness, and no heat noted at site. The patient initially noticed inflammation in the lip about 5 months after injection. Treatment has not been provided, but a punch biopsy was collected. Biopsy results confirmed granuloma.